Event description:
A report was received that the trial patient was experiencing pain and swelling at the lead site. The physician explanted the leads after doing so the patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50e serial # (B)(4) description: trial linear 3-4 lead, 50cm the explanted percutaneous leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the percutaneous leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.